Event description:
It was reported that during surgery, it was noticed that the trial had a protrusion anterior to the boss and the final implant did not have this. The boss connection on the trial extends into the anterior resection. After prepping, impacting the trial, and cementing the final construct, a femoral fracture was noticed and lag screws were used to reduce. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested code: mechanical (g04) - femur. Visual examination of the provided photographs identified a differing of the radius of the stem boss is in accordance with the product print. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. However, review of persona revision knee system surgical technique notes 'if necessary, use a rongeur to remove anterior femoral bone between the femoral stem housing and the anterior flange to ensure the femoral provisional fully seats.' Improper seating of the provisional could have contributed to the bone fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.